Event description:
The report received indicated that during a coronary procedure the balloon on the 3.00 x 8.00 mm cypher did not inflate. The problem was identified during the first inflation attempt, a maximum pressure of 10 atmospheres was applied; however, the balloon did not appear to inflate. After encountering the problem, the device was removed and replaced by a second cypher. The procedure was completed successfully without any injury to the patient. Further information indicated the target lesion was in the left anterior descending; the vessel was slightly tortuous. The contrast to saline ratio used was 20:30. There was no leakage noted on the device and during the prepping stages there were no anomalies noted on the device.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.